Event description:
A pt reported experiencing inaccurate erratic results. The pt's blood glucose results were 127 mg/dl, 147 mg/dl, 187 mg/dl. Tests were done within <10 minutes with a difference of 23%. Pt pt did not experience any adverse events. No further info has been reported.